Event description:
Customer reported that they had discrepant results for aptima sars-cov-2 assay run, 00866-20220322-01, ml 318345. Customer stated that 25 positive results were reported out. The operator re-aliquoted and ran those samples in 2 alternative platforms (perkin-elmer and covas 800). There were four samples that were resulted as negative on the other platforms and those were corrected. Customer stated the other 21 results were tested on different panther instruments and only 2 repeated as positive.

Manufacturer narrative:
Customer performed environmental swabs on the instrument, which was negative, and performed monthly maintenance. Technical support (ts) reviewed the logs and confirmed the wl had valid controls. Ts concluded this was likely due to contamination or mishandling of the samples. Ts advised to discard any kits that were made prior to the decontamination. Customer ran blanks and positives resulted from them. Hologic personnel went onsite to help cleaning and run blanks. Further logs were uploaded and ts confirmed the run looked clean. Ts reviewed the logs and determined there may still be a handling issue. Ts advise to perform another round of cleaning. (Field application specialist) fas went onsite and performed enviornmental cleaning.